Event description:
It was reported that during re-implant surgery in 2007 the surgeon was only able to insert five electrode channels. Even with fitting, the pt could not hear as well with his implant system as before surgery. Testing was ok. Due to a cholesteatoma on the ipsilateral side which caused the contamination of the electrode it was decided to re-implant the pt again. The pt was re-implanted five months later.

Manufacturer narrative:
The device has been explanted and has been returned. It will be evaluated. When available, a device analysis will be submitted as a follow-up report.